Event description:
Hill-rom technician found that the upper portion of the left head siderail had been detached. He found that the upper pivots had been broken. He asked engineering and nursing but nobody knew how this had happened. He replaced the siderail to repair this bed.